Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that during use blood leakage occurred at tip of barrel with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, it found that 1ea abg was blood leakage in the tip of the barrel, and checked it and found the luer adapter was cracked.